Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking dialysis catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 19cm hemosplit dialysis catheter. Usage residues were observed throughout the sample. Material discoloration was observed both extension tubes and the bifurcation. A diagonally aligned split was observed at the junction between the red-luered lumen and the bifurcation. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. Tactile inspection of the sample revealed tensile weakness throughout both extension tubes. Microscopic inspection of the split revealed irregular, sharply defined edges. The edges exhibited beach marking and a dully granular texture. Material deposition was observed along the split edges. The surface texture of the split was consistent with fatigue damage accumulated over time. The location and orientation of the split suggested that the repetitive stress responsible for that material fatigue was manipulation (bending and twisting) of the extension tubing while the bifurcation was fixed in place. Care should be taken when securing, accessing and maintaining catheters to avoid causing damage. The material discoloration suggested that chemical exposure may have contributed to the observed damage by compromising the mechanical integrity of the catheter. The product IFU states ¿warning: acetone and peg-containing ointments can cause failure of this device and should not be used with polyurethane catheters. Chlorhexidine patches or bacitracin zinc ointments (e.g., polysporin* ointment) are the preferred alternative.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rezh1140 showed no other similar product complaint(s) from this lot number.

Event description:
Doctor reported that a week after insertion, during dialysis, the catheter leaked from a point where both the lumens join at the junction above fixed suture wings. No patient injury reported.